Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure was completed with same product item: dm0010faa-s/n#: (B)(6).

Event description:
On followup it was reported that there was no issue with the motor and attachment used with the perforator.

Manufacturer narrative:
D10: on followu it was reported that there was no issue with the concomitant devices used with the perforator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned and customer discarded the same. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pm800, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: mr8-ad03-r, serial/lot #: (B)(6), UDI#: (B)(4). B3 date of event notification: 25-sep-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a shunt case the perforator bit did not disengage and the perforator nicked the dura. On additional follow up there was a 30 seconds of delay in the procedure to bone wax and dura seal to close dura by surgeon. The status of the patient after procedure was good.